Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 103,740 joules during a prostate procedure. Two additional fibers were used one prior and one after, (reference MFR report numbers 2937094-2012-00962 and 2937094-2012-00964); at which point the physician ended the case.

Manufacturer narrative:
(B)(4).